Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was being used to administer medication for the advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, the jejunal tube came out of the patient's rectum. The physician removed the jejunal tube completely. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of jejunal tube migration. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was being used to administer medication for the advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, the jejunal tube came out of the patient's rectum. The physician removed the jejunal tube completely. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2014: the procedure name is placement peg-j tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.